Event description:
Critical care nurses reported in an online survey stated that in charts 5 and 6, in the online survey a dr., in question: "was the stent successful in relieving ureteral obstruction to allow for urine " she/he answered "no¿ because "obstruction" in both charts. The code of product are the following: chart 5-778700 , chart 6- 77880.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.